Event description:
It was reported that the patient got ¿an infection on the second¿ spinal cord stimulator that she had. It was later reported that the patient had a second device that was completely explanted due to an infection she had developed in (B)(6) 2010. It was noted that the patient was ¿doing well now with rods in her back¿ at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).